Event description:
It was further provided that no troubleshooting, interventions or actions had been taken to resolve the event. The pump had started five hours after the MRI. The patient is doing fine and it was reported as nothing related to the pump. If additional information is received, the event will be updated.

Event description:
It was reported that a pump alarm was heard an telemetry confirmed a critical alarm due to motor stall. The patient had a magnetic resonance imaging (MRI) scan and the pump still showed a stall approximately three hours after the scan. It was unknown if the stall recovered. This required hospitalization and medical intervention as this was necessitated to interrogate the pump. Diagnostic testing and troubleshooting was to be performed in the future. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. No patient symptoms were associated with this event. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to clarify troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).